Event description:
Patient admitted to unit from the or/pacu. Upon initial rn assessment, the patient's foley catheter was noted to be dislodged. Upon further inspection, the balloon was noted to be ruptured. The foley was removed without harm to the patient.